Manufacturer narrative:
On august 9, 2021, mentor became aware that patient experienced capsular contracture baker grade iii. Patient was in the glow study. Reason for device explant and/or reoperation: capsular contracture baker grade iii and generalized illness. On august 18, 2021, mentor became aware that required intervention was unchecked, explantation date and h section fields were erroneously omitted in follow up report 1. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced pleurisy, skin redness on both cheeks, skin breakouts, ulcers in the mouth, jaw weakness and difficulty chewing post procedure was erroneously omitted initial report. Manufacturer¿s reference number: (B)(4). Additional symptoms have been listed under h10.

Manufacturer narrative:
On january 25, 2023, mentor received additional information indicating that the patient also experienced idiopathic anxiety on (B)(6) 2019. In addition, for the capsular contracture that the patient experienced, the patient was given singulair as medication and ultrasound therapy as another treatment.

Manufacturer narrative:
On (B)(6) 2019 additional information was received, patient underwent bilateral removal on (B)(6) 2019. In addition, both capsules and fluid were biopsied, and returned negative for any kind of malignancy. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants experienced bilateral vibrations going on through body, numbness in arms hands and legs, stiffness and tightness in back of neck, pain, stiffness in feet, right hand aches in the carpal area, vision has worsened, left eye twitching, eyelid spasms, headache, change in menstrual cycle, depression, achy knees, rashes on chest, extreme fatigue, hair loss, pressure behind eyes, forming, tingling pulling sensation, a tightening in chest, shortness of breath, nausea and capsular contracture baker grade unknown post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. See 1645337-2019-21277 for contralateral prosthesis report.